Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the catheter revealed significant twisting in the catheter body that may have affected infusion.

Event description:
It was reported that they had a volume discrepancy wherein the expected volume (in ml) was 14 and they aspirated (in ml) 35.5. They had suspected a flipped pump but had not confirmed it initially but later the reporter indicated that the pump was flipping according to report from clinic. A revision was done on the date of this report. When pump site was opened the catheter was found to be twisted, kinked at the pump connector. They used a cap (catheter access port) kit to aspirate but didn't work. The physician then untwisted the catheter and was able to aspirate 3ml easily. He then removed the twisted pump segment, and replaced it with a new section. He anchored the pump and re-aspirated to ensure good back flow. Patient status at time of this report ¿alive - no injury¿. Patient symptoms were reported as pain along the catheter track. Drug delivered via the device was morphine.